Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, single live intrauterine pregnancy and fetal demise was confirmed at (B)(6) (spontaneous abortion). A total vaginal hysterectomy with a bilateral salpingectomy was performed. Severe abdominal pain and pregnancy are anticipated events according to the reference safety information for essure. Spontaneous abortion is unanticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Abdominal pain may also occur. In this particular case, about 4 months after essure insertion a hysterosalpingogram was performed and the result showed both fallopian tubes were occluded. No alternative explanation was provided for abdominal pain. A causal relationship between these events and essure cannot be excluded. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. Regarding the reported spontaneous abortion / fetal demise, considering it occurred after (B)(6) gestational weeks, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), abortion spontaneous ("fetal demise was confirmed at 14.4 weeks") and pregnancy with contraceptive device ("single live intrauterine pregnancy") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2012, the patient started essure. The patient's last menstrual period was on an unknown date. In 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and clinically significant/intervention required) with haemorrhage in pregnancy and pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("unusually heavy menses") and uterine mass ("complex mass mid-uterus"). The patient was treated with surgery (total vaginal hysterectomy with a bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia and uterine mass had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia and uterine mass to be related to essure. The reporter commented: essure was implanted with general endotracheal anesthesia diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was both fallopian tubes were occluded. On (B)(6) 2014: ultrasound scan result was single live intrauterine pregnancy. On (B)(6) 2014: human chorionic gonadotropin result was positive. On (B)(6) 2014: ultrasound scan result was fetal demise at 14.4 weeks/complex mass mid-uterus. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, single live intrauterine pregnancy and fetal demise was confirmed at 14.4 weeks (spontaneous abortion). A total vaginal hysterectomy with a bilateral salpingectomy was performed. Severe abdominal pain and pregnancy are anticipated events according to the reference safety information for essure. Spontaneous abortion is unanticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Abdominal pain may also occur. In this particular case, about 4 months after essure insertion a hysterosalpingogram was performed and the result showed both fallopian tubes were occluded. No alternative explanation was provided for abdominal pain. A causal relationship between these events and essure cannot be excluded. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. Regarding the reported spontaneous abortion / fetal demise, considering it occurred after 12 gestational weeks, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still had a part of essure device in her body'), device dislocation ('migration to the left adnexa above the hip') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous ("fetal demise was confirmed at 14.4 weeks") with haemorrhage in pregnancy and was found to have a pregnancy with contraceptive device ("single live intrauterine pregnancy") with amenorrhoea. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("unusually heavy menses"), uterine mass ("complex mass mid-uterus"), migraine ("migraines or headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune or hypersensitivity symptoms") and hypersensitivity ("hypersensitivity "). The patient was treated with surgery (laproscopy, bilateral oophorectomy and partial omentectomy to remove the remaining part of the devic and total vaginal hysterectomy with a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, perforation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia and uterine mass had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, pregnancy with contraceptive device and uterine mass to be related to essure. The reporter commented: essure was implanted with general endotracheal anesthesia diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: positive. Hysterosalpingogram - on (B)(6) 2013: results: both fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2014: results: single live intrauterine pregnancy; on (B)(6) 2014: results: fetal demise at 14.4 weeks/complex mass mid-uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still had a part of essure device in her body'), device dislocation ('migration to the left adnexa above the hip') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous ("fetal demise was confirmed at 14.4 weeks") with haemorrhage in pregnancy and was found to have a pregnancy with contraceptive device ("single live intrauterine pregnancy") with amenorrhoea. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("unusually heavy menses"), uterine mass ("complex mass mid-uterus"), migraine ("migraines or headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune or hypersensitivity symptoms") and hypersensitivity ("hypersensitivity "). The patient was treated with surgery (laproscopy, bilateral oophorectomy and partial omentectomy to remove the remaining part of the devic and total vaginal hysterectomy with a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, perforation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia and uterine mass had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, pregnancy with contraceptive device and uterine mass to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was implanted with general endotracheal anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: positive. Hysterosalpingogram - on (B)(6) 2013: results: both fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2014: results: single live intrauterine pregnancy; on (B)(6) 2014: results: fetal demise at 14.4 weeks/complex mass mid-uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events were added: she still had a part of essure device in her body, migration to the left adnexa above the hip, perforation, migraines or headaches, worsening pain, abnormal bleeding, auto-immune or hypersensitivity symptoms and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still had a part of essure device in her body'), device dislocation ('migration to the left adnexa above the hip') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous ("fetal demise was confirmed at 14.4 weeks") with haemorrhage in pregnancy and was found to have a pregnancy with contraceptive device ("single live intrauterine pregnancy") with amenorrhoea. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), heavy menstrual bleeding ("unusually heavy menses"), uterine mass ("complex mass mid-uterus"), migraine ("migraines or headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune or hypersensitivity symptoms") and hypersensitivity ("hypersensitivity "). The patient was treated with surgery (laproscopy, bilateral oophorectomy and partial omentectomy to remove the remaining part of the devic and total vaginal hysterectomy with a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, perforation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, heavy menstrual bleeding and uterine mass had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, perforation, pregnancy with contraceptive device and uterine mass to be related to essure. The reporter commented: essure was implanted with general endotracheal anesthesia. Discrepancy noted in explant date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: the foreign body was identified on the left side of the umbilicus. Human chorionic gonadotropin - on (B)(6) 2014: results: positive. Hysterosalpingogram - on (B)(6) 2013: results: both fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2014: results: single live intrauterine pregnancy; on (B)(6) 2014: results: fetal demise at 14.4 weeks/complex mass mid-uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received.reporter information, patient's date of birth, lab data, explant date and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.